Event description:
Pt was revised to address chronic dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of this investigation once it has been completed.